Manufacturer narrative:
Date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported that the patient never experienced therapeutic effect. The patient reported they were having problems with their device. Patient was asked to clarify the problems they were having and they stated they couldn't control it. They further reported they could work the stimulator and everything, but they weren't getting a signal that they had to go to the bathroom and they were having accidents just like they did before. Patient reported it was as if they didn't even have the device except they could feel it in their butt. Patient reported the ins had moved closer to the surface of the skin and that it shouldn't have been that close to the surface. Patient reported they would like the device removed and they wanted to find a healthcare provider closer to them. No further complications were reported or anticipated.